Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the patient was ain critical condition. After implanting a 3.5 x 12 mm vision stent in the proximal cx lesion, the blood flow deteriorated to the distal cx. The 3.5 x 28 mm vision stent delivery system (sds) was delivered to the distal cx. The sds balloon was inflated and a dissection occurred. The site was examined carefully, when it was noted that the stent was not there. The aorta was examined as well, but the stent could not be seen. The stent was finally found inside the protective sheath in the preparation area. Another company's 3.5 x 28 mm was implanted to complete the procedure, which is not considered medical treatment to treat the dissection, but rather treatment of the original target lesion. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the sds was not received. Only the stent implant, orange protective sheath, and stylet were received. There was no blood or contrast visible. The stent implant was received inside the protective sheath with 5 mm of the stent implant coming out of the flared end of the sheath. The stent implant came completely out of the protective sheath without any resistance. There were two bends on the proximal end of the stent implant, between rows 2 and 3 and between rows 7 and 8. There was no other damage noted to the stent implant. There was a kink in the stylet 3.7 cm distal from the proximal end of the stylet. The entire length of the protective sheath was slightly curved. There was no damaged noted inside the protective sheath. There was no other damage noted. A laser micrometer was used to measure the outer diameters of the stent implant. The measurements did not meet manufacturing criteria. All of the measurements were oversized. The inner diameter of the flared end of the protective sheath was measured with pin gauges. Product performance engineering reviewed the incident information and analysis of the returned vision stent implant, stylet, and protective sheath. The stent implant was returned on the stylet and inside the protective sheath. 5 mm of the proximal end of the stent was sticking out of the sheath. The stent was able to be removed from the sheath without resistance and no damage was observed inside the sheath. The stent had two bends in the proximal end, the stylet was kinked, and the sheath was curved. This damage was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. In addition, the stent outer diameter dimension was outside of the accepted manufacturing specification, however, because sent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. It should be noted that a contraindication in the pixel instructions for use (IFU), states, "patients who have experienced a recent (less than 1 week) acute myocardial infarction." The IFU also instructs, "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque markers. Do not use if any defects are noted." Dissection, as noted in IFU and product risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. However, in this case, a conclusive root cause cannot be determined. The manufacturing records were reviewed and there were no non-conforming material reports issued for this part/lot number combination and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported with this part and lot number combination, which suggests that there are no lot specific product quality issues. This MDR is considered closed by the product performance group.